Manufacturer narrative:
The insulin pump had a minor scratched lcd window, cracked case near the belt clip rails corners, cracked case, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to a missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir kept falling out of the insulin pump due to detached retainer ring. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.